Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2025. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse. The patient was seen in the pd clinic on (B)(6) 2025 due to the end of the patient¿s transfer set breaking off. The patient did not report any adverse symptoms at the clinic visit. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was prescribed intraperitoneal (ip) ceftazidime 1g daily in a minimum of 1l pd fluid during a daytime exchange (B)(6) 2025. Additionally, the patient was prescribed ip vancomycin 1750mg in a minimum of 1l pd fluid during a daytime exchange on (B)(6). The pd cultures resulted in no growth. The white blood cell count was 113 and the polymorphonuclear cells were 86%. The patient did not require hospitalization. The patient continued pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was attributed to the transfer set break. No information was provided related to how the transfer set broke and on what date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing an unknown transfer set and the patient event of peritonitis. There is a possible causal relationship between the use of the unknown transfer set and the peritonitis as the reported cause of the peritonitis was due to the end of the transfer set breaking off. Contamination at the time of a pd treatment can lead to peritonitis. Contamination occurs when sterile connections are exposed to pathogens either by touch or by air. However, there is no information related to how the transfer set broke or what the patient was doing at the time of the break. There is no physical sample that has been returned for manufacturer¿s evaluation nor any photographs of the alleged defect. Additionally, it is unknown when the break occurred. Based on the available information it cannot be concluded if the reported break of the transfer set caused or contributed to the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2025. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse. The patient was seen in the pd clinic on (B)(6) 2025 due to the end of the patient¿s transfer set breaking off. The patient did not report any adverse symptoms at the clinic visit. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was prescribed intraperitoneal (ip) ceftazidime 1g daily in a minimum of 1l pd fluid during a daytime exchange from (B)(6) 2025. Additionally, the patient was prescribed ip vancomycin 1750mg in a minimum of 1l pd fluid during a daytime exchange on (B)(6). The pd cultures resulted in no growth. The white blood cell count was 113 and the polymorphonuclear cells were 86%. The patient did not require hospitalization. The patient continued pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was attributed to the transfer set break. No information was provided related to how the transfer set broke and on what date.